Event description:
A customer reported that during a procedure, the vitrectomy probe quit cutting. An alternate probe was used to complete the case. There was no harm to the patient.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. The device history records (DHR) for the lots were reviewed. A cut test alignment issue was found on (B)(4) of the (B)(4) component lots, however, the suspect product was re-inspected and the product was released according to the manufacturer's acceptance criteria. A complaint history review indicates zero additional complaints were associated with the four cut test alignment issue component lots. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).